Event description:
It was reported that the 6800 sys is not tracking kvp and ma. They had to increase/decrease kvp/ma to get good image to finish case. There was no report of pt injury.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.